Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, insulin pump had no delivery alarm during fixed prime. The blood glucose was 288 mg/dl at the time of the incident. Customer just got 7 no delivery alarms just now. The customer get the alarm while the pump was disconnected from customer and it will not fill up. Assisted customer in performing a 5.0 unit fixed prime. Customer stated that, the insulin did not exit and pump alarmed no delivery. Customer advised to run manual prime with empty pump until piston reaches end of travel. Pump alarmed with no reservoir. Customer reported that, the insulin pump alarmed no delivery during manual prime. Customer requested to have his pump replaced. The insulin pump will be returned for analysis.